Manufacturer narrative:
Concomitant medical products: sigsds30ctv (sigsds30ctv 30mm vascular short sd CT, lot number: n2e0303ury); sigpshell (sig power sigpshell control shell, lot number: unknown); sigphandle (sig power sigphandle handle, serial number: c20aam0532). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver donor nephrectomy, upon the stapling of the artery from the kidney, the staple line was incomplete and had caught onto clip. There was an arterial bleeding and the patient had to be opened from a laparoscopic case to manage the bleeding and removing the kidney out. There was a clip next to the area that being stapled; the top of the clipwas visible on the screen prior to stapling but the back was not. When trying to remove the stapler, the clip was also being removed in the jaws of the reload. Based on the first image, the knife blade was skewed due to catching onto something and a dent was seen in the stapler. On the second image, when the knife blade was removed with tissue, a small plastic part was jammed between the jaws, causing the knife not able to go further. Blood loss was more than 500cc and surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Correction: h6: codes additional information: g3: this event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.